Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone regarding a 68-year-old female who used an unspecified thermacare heat wrap. Medical history included diabetes, hypertension, and back pain. Concomitant products included vitamin d, a vitamin b 12 supplement, unspecified medications for blood pressure, and 4 unspecified injections for diabetes. The consumer did not smoke and had no known drug allergies. On (B)(6) 2022, the consumer topically applied a thermacare heat wrap for her lower back pain in the morning before she went to a prescheduled doctor appointment. Approximately, after 4 hours of wearing the heat wrap, she returned home from her doctor's appointment and removed it. She did not notice anything for about 1 week. She kept feeling something and discovered a blister on her back. It was clarified that she developed a burn with a blister at the center of her lower back. She attempted to protect the blister from opening but it did rupture. For treatment she kept it clean and applied a topical antibiotic cream to the area. She was scared to show or tell her family or her doctor about her experience. She was being scheduled for a magnetic resonance image (mir) scan of her back (for an unspecified historical condition). She told the staff, that she had a sore sport and she wanted to make sure that she could proceed with the MRI. She was advised she could proceed with the MRI, but she needed to cover it. The consumer noted that she wanted the package directions to be written larger to have additional information added to the box to help with seniors who live alone and can't see well so they read the directions clearly. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.